Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion test (due to damaged bearings). It was also noted that an assessment was performed which found that the bearings were worn out and loose creating a situation where the cutter could not be inserted. This is because the bearings are no longer in axial alignment and not allowing the cutter to pass through. Failure was noted to have been caused by worn out bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the attachment device had an undetermined malfunction. During service and evaluation, it was observed that the attachment device had a damaged component, bearings, ball bearings fell apart, missing balls, cage absent and extension sleeve damaged. It was further noted that the device failed pre-test for cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial medwatch report that the date the device returned to manufacturer was aug 19, 2016. Please note that the correct date was nov 16, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.